Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the elevated wbc content in the platelet product was likely a result of a continuous escape of wbcs from the lrs chamber from the onset of the procedure. There are no events in the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be donor-related. Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. No medical intervention was required. The disposable set is not available for return for eval. This report is being filed due to device malfunction that has the potential for injury.